Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-33, lot# va1hd3s, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had pain near the lead site. The lead was removed, entirely, and replaced with a new lead on the left side, resolving the issue. There were no device issues or further complications reported or anticipated.